Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that blank display, pump error 23 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged blank display, moisture damage, and pump error 23 alarm found on 11/15/2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 and pump error 4 during the self test. No unexpected pump error 23 alarm noted during testing. Successfully downloaded the history/trace files using thus. A review of the pump history files show on 11/15/2021 there were three (3) pump error 23 alarms at 14:24, 14:42, and 15:38, two (2) pump error 63 (variable 3) alarms and two pump error 4 alarms at 15:34 and 15:36. Pump error 4 and pump error 63 alarms are due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. The pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the battery tube, on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Blank display and pump error 23 alarm are not confirmed. No unexpected pump error 23 alarms during testing or excessive pump error 23 alarms found in the history files. The pump alarmed pump error 63 and pump error 4 during the self test and are found in the pump history for the event date due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.